Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that the loop was held out of the loop hanger. The loop was crushed. After the loop was removed, it was operated smoothly. Omsc measured the dimensions of the cutter and the loop, as a result, they were satisfied standards. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the loop was caught in the loop cutter, because the doctor pulled the slider without positioning the loop vertically to the blade. The instruction manual of the subject device warns; do not try to cut the loop that is not positioned on both edges of the loop hanger as plumb as possible for the blade. It may make cutting the loop impossible, or result in the loop getting caught in the distal end of the instrument, which could make it difficult or impossible to remove from the patient. In this case, use pliers to cut the insertion portion of the instrument where it extends from the biopsy valve of the endoscope. Remove the endoscope from the body, then reinsert the endoscope and cut the loop with a spare loop cutter. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that the doctor attempted to cut a part of the loop with fs-5l-1 (the subject device) during a stomach polypectomy. Then, the loop was caught in the cutter part of the subject device. Consequently, the doctor couldn't withdraw the subject device from the patient. The doctor inserted other scope to the patient, cut the loop with fs-3l-1, and withdrew the subject device from the patient. The doctor completed the procedure with fs-3l-1. There was no other patient injury regarding this report.